Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving a sensor reading of 40 mg/dl and self-treated with a soda based on the received sensor reading. Consequently, the customer experienced symptoms described as high blood sugar and shaking and was unable to self-treat. The customer was rushed to a hospital where a blood glucose reading of 610 mg/dl was obtained and was diagnosed with hyperglycemia and administered glucose injection as treatment. No further information was provided. Note; the treatment of glucose is inconsistent with the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.